Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty attaching contact detach infusion set tubing to the connector, which led to elevated blood glucose up to 350 mg/dl. The user corrected by performing a supply change and reported needing multiple tubing sets to achieve a proper fit. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient high glucose with no hospitalization. Investigation included troubleshooting and user education regarding connection technique and supply replacement. Investigation of this case revealed a connection/fit issue between the contact detach tubing and the connector consistent with a device component interface problem that impeded proper attachment and insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface difficulty contributing to inadequate connection that resulted in hyperglycemia.